Event description:
It was reported that an adverse event occurred. The patient reported she did not receive an alert when her sensor failed during warm-up. The patient fell asleep during sensor warm-up and woke at 4:00 am because she was sick (vomited). She vomited multiple times, was disoriented, thirsty and needed to urinate. She realized something was wrong as she was unable to walk by herself and fell, causing abrasions on her knees. She contacted her sister who assisted her into a wheelchair and took her to the hospital. Her blood glucose (bg) upon arrival at the emergency department (ed), her bg was in the 500s mg/dl. As she is post-kidney transplant, she was treated with IV fluids for dehydration, hyperglycemia and subcutaneous insulin, potassium, sodium, anticoagulants, and her other regular medications. It was not confirmed how long she was hospitalized. At the time of the report, the patient was in stable condition. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.